Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the caregiver expressed uncertainty about pump function after recurrent low blood glucose recorded at 61 mg/dl and high glucose readings of 307 mg/dl, intermittently disconnecting the user from the pump and using the pump as a sensor reader, with meal announcements and pump pauses used as treatment; education on risks of maladapting the system was provided and additional training was requested. Investigation of this case revealed no identified device component implicated. No symptoms associated with hypoglycemia and hyperglycemia during the event reported. Outcomes included no health consequences or lasting impact. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.